Manufacturer narrative:
By checking the sterilization charts of the lot#s involved, no anomaly was found. Therefore, we can state that all the components have been properly sterilized before being placed on the market. This is the first and complaint due to infection received on these ster #s. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery due to infection occurred on (B)(6) 2019. Previous surgery was performed on (B)(6) 2014. According to the info reported, the patient was recovered due to pneumonia when expressed pain in her shoulder and infection was found. The following components were explanted: smr glenosphere ø 36mm, code 1374.09.111, lot #1402781, ster. 1400081. Smr humeral extension + 9 mm, code 1352.15.001, lot #1316004, ster. 1400054. Smr reverse humeral body , not marked in USA. Smr reverse liner + 3 mm, not marked in USA. The stem and the glenoid baseplate were left in situ, the wound was washed out and cleaned with betadine and peroxide. Samples were sent for swab analysis. Event occurred in (B)(6).

Manufacturer narrative:
DHR check: by checking the sterilization charts of the lots involved, no anomaly was found. Therefore, we can state that all the components had been properly sterilized before being placed on the market. This is the only complaint due to infection received on these ster. Lots. X-rays analysis: we received one x-ray image referring to pre-revision surgery (exact date unknown) and forwarded it to our medical consultant for analysis. His comments as per follows: "the single view pre-revision x-ray shows long standing glenoid side component failure with heterotopic ossification around the joint capsule. It is not possible to determine the cause of the baseplate failure but it is obviously of long standing (years). The humeral component looks secure with no evidence of peri-articular bony lysis. My assessment is that the glenoid failed early and the inevitable impingement results in particulate matter (bone metal and poly ethylene) which although there is no hard science to support creates an opportunity for blood borne bacterial seeding. I suggest that although the pneumonia was the likely source of the infection the loose prosthesis was a significant factor". Explants analysis: explanted components were not available to be returned to lima corporate for analysis. Conclusion: based on our analysis, this event cannot be classified as product-related. A definitive conclusion on the cause for the infection cannot be defined, however, according to our medical expert's analysis, we can speculate "the pneumonia was the likely source of the infection". In addition, the check of the sterilization charts did not highlight any anomaly on the components placed on the market with the lots involved, confirming that they had been regularly sterilized. Our medical consultant also commented that the glenoid side component seems loose, causing impingement and "particulate matter" (not linked to the infection). No comments had been provided to us about prosthesis loosening by the complaint source, moreover, according to the info received the glenoid baseplate was left in situ. Pms data: according to our pms data, smr reverse revision rate due to infection is 0.06%. No specific action for this case, lima corporate will continue monitoring the market to promptly detect any further similar event.

Event description:
Smr reverse revision surgery due to infection occurred on the (B)(6) 2019. Previous surgery was performed on the (B)(6) 2014. According to the info reported, the patient was recovered due to pneumonia when expressed pain in her shoulder and infection was found. The following components were explanted: smr reverse humeral body, code 1352.20.010, lot #1402548, ster. 1400156 (product code not marketed in the us). Smr reverse liner + 3 mm, code 1360.50.015, lot #1315305, ster. 1300351 (product code not marketed in the us). Smr glenosphere ø 36mm, code 1374.09.111, lot #1402781, ster. 1400081. Smr humeral extension + 9 mm, code 1352.15.001, lot #1316004, ster. 1400054. Among the explanted components, reverse liner appeared to be damaged: it was reported that, however, this was not the reason for the revision surgery performed. The stem and the glenoid baseplate were left in situ since, according to the information received, "the surgeon did not want to explant the stem or glenoid baseplate due to the patient being so frail". The wound was washed out and cleaned with betadine and peroxide. Samples were sent for swab analysis. The results have not been provided to us. Event happened in australia.